Event description:
Analyzer using the 500 ohm load; 190w of power was measured in blend one at all intensity settings and 106w of power was measured in blend two at all intensity settings. The output display displayed normal expected output power whereas actual power delivered was extremely high. Pure cut and coag modes functioned normally. A modification had been made to the unit by the factory in which a circuit was added to increase the accuracy of the display when the unit is used in the blend modes of operation. This circuit was constructed on perforated board using point to point wiring. A wire was found to be separated from pin 3 of the mc1458 ic socket. This caused the output of the modified circuit to be driven to maximum output which in turn caused the output of the esu to be driven high.